Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance with replacement insulin pump programming and that they experienced high blood glucose level of 475mg/dl. Customer declined to troubleshoot for high readings. The customer was assisted with programming settings. Customer was advised to contact healthcare professional for further setting changes. The product will not be returned for analysis.